Event description:
User felt sick and passed out. Relative called the emts and before they arrived relative used the suspect device and obtained a result of 10 mg/dl. When the paramedics arrived, they started an IV. User was then taken to the hosp. Controls were in range on the system. The device was replaced and requested to be returned for eval.